Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, episodes of non-sustained rv oversensing due to cross-talk was observed. Programming changes were recommended. The patient was stable throughout the device interrogation and will continue to be monitored.